Manufacturer narrative:
Further information requested but not provided. Event date is an estimate. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead was explanted on (B)(6) 2019 in order to make the coverage the same as it was during the patient's trial. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was confirmed that the patient was experiencing ineffective therapy.